Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as broken out and looks like lizard skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended wearing the lifevest as much as possible and taking a break if they needed to for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.